Manufacturer narrative:
Device eval and conclusion: in this particular device deployment in tissue thicker than specifications resulted in loose staple forms that could have been the cause for the dehiscence. A corrective action has been implemented.

Event description:
One day after a laparoscopic right hemicolectomy the pt was brought back to the operating room because of elevated inflammatory markers. The surgeon found a dehiscence at the bowel anastomosis. The decision was made to remove the anastomosis and place a temporary ileostomy. The postoperative course was initially delayed by the pt was discharged from ICU within a few days and then discharged from the hosp.